Manufacturer narrative:
An event regarding revision involving a securfit acetabular shell was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned. A review of the provided surgical report by a clinician consultant indicated that: there is only a surgical report of the primary arthroplasty for severe osteoarthritis of the right hip. The report does not contain any information that might be relevant for the failure some 10-years later. No x-rays or other relevant information available about events or issues, so the reason for failure remains obscure for the moment and cannot be resolved without additional more specific information. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was discovered via review of medical records that the patient's primary was revised on (B)(6) 2012 for unknown reasons.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat # 2041c-2846, lot # 71586301, description: crossfire 10 deg insert.cat # 6054-0711a, lot # 80016906, description: primary secur-fit plus #7/11.cat # 17-2805e, lot # 2722102, description: alumina c-taper head 28mm/+5.it cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned.

Event description:
It was discovered via review of medical records that the patient's primary was revised on (B)(6) 2012 for unknown reasons.